Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was experiencing high lead impedance since generator replacement surgery on (B) (6) 2009. The surgeon's office believes that there is lead break or wire compression, but no fracture or compression was observed on the x-rays reviewed by the physician. The x-rays were not provided to the manufacturer for review. It is unknown at this time if any trauma or manipulation occurred that could have contributed to high lead impedance. Device has been returned to manufacturer for analysis, but it has yet to be performed. Good faith attempts to obtain additional information have been unsuccessful to date.